Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. The guide wire is still stuck in the guide wire lumen due to dried blood residue. A snare was returned separately. The stent was returned separately and is severely deformed over its entire length (i.e., stent is elongated and flattened). Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The guiding catheter and the introducer sheath used in the intervention were not returned for investigation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples was successfully tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 to 99 percent stenosis degree) in the moderately tortuous medial rcx. Despite pre-dilatation, the lesion could not be crossed with the device. When attempting to remove the stent, it did not enter the guiding catheter. It was not possible to pull back the stent into the catheter. So, the guide wire, stent and catheter were removed all together, but the stent stayed at the exit of the introducer in the radial artery. Stent was removed with a snare.